Event description:
The electrodes were connected to a lifepak 10 defibrillator/monitor/pacemaker and used to administer countershocks to a pt diagnosed in cardiac arrest. The operator reported difficulty attaching the sternum electrode connector to the electrode connector post and observed arcing when the shocks were administered. The pt was resuscitated, but experienced cardiac arrest again later the same day and expired after family members requested resuscitation efforts be stopped. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the successful delivery of energy to the pt and subsequent rhythm conversion.